Manufacturer narrative:
The explanted hydrus microstent was discarded by the user facility and was not available for evaluation. The user facility did not know the device lot number. Based on the information provided by the surgeon, the reason for explant is attributed to inadequate iop control. Elevated iop and microstent explantation are listed as potential adverse events in the device labeling. Efficacy and non-responder rates observed in the pivotal trial are also reported in the instructions for use. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Device identifiers have been requested. The explanted hydrus microstent is being returned to the manufacturer for evaluation; the device investigation findings will be provided in a supplemental report. Microstent explantation is listed in the device labeling as a potential adverse event. The following warning statement is included in the labeling: the surgeon should monitor the patient postoperatively for proper maintenance of iop. If iop is not adequately maintained after surgery, the surgeon should consider appropriate additional therapy to maintain target iop. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in the patient's left eye on (B)(6) 2019 concurrent with uneventful cataract surgery. There were no intraoperative complications or postoperative adverse events and the device appeared to be properly positioned. Preoperatively, the patient had moderate open-angle glaucoma with an intraocular pressure (iop) of 20-24 mmhg on 3 iop-lowering medications. The surgeon reports explanting the microstent on (B)(6) 2020 because it did not adequately control the patient's glaucoma long term, so a decision was made to remove the hydrus and place an aqueous shunt (in the same quadrant as the hydrus). At the patient's most recent postoperative visit on (B)(6) 2020 (post tube shunt implantation), the iop decreased to 18 mmhg (unmedicated). At this visit, the patient's status and prognosis was reported as "doing well early postop from tube shunt surgery".